Event description:
It was reported that the patient is having issues with the pump of his inflatable penile prosthesis (ipp). The ipp was originally implanted on (B)(6) 2019. The patient found that the pump would not refill. He was seen by the physician on (B)(6) 2019 and then again on (B)(6) 2019. Despite multiple maneuvers to reset the device the issue did not resolve. A CT showed that the reservoir was filled. The patient is going to be seen again to discuss surgery options.

Manufacturer narrative:
Additional information provided in b5 and h10: this report is a duplicate event and is reported under report number 2183959-2019-68479 and the analysis will be submitted after completion under report number 2183959-2019-68479.

Event description:
It was reported that the patient is having issues with the pump of his inflatable penile prosthesis (ipp). The ipp was originally implanted on (B)(6) 2019. The patient found that the pump would not refill. He was seen by the physician on (B)(6) 2019 and then again on (B)(6) 2019. Despite multiple maneuvers to reset the device the issue did not resolve. A CT showed that the reservoir was filled. The patient is going to be seen again to discuss surgery options. This report is a duplicate event and is reported under report number 2183959-2019-68479 and the analysis will be submitted after completion under report number 2183959-2019-68479.